Event description:
The customer reported that when they attempted to turn on the device for their daily test, the display was blank. There was no patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer. The symptom was clarified as the device failed to power up. The cause of the issue was localized to the power pca. The power pca was replaced to resolve the issue. The device passed all testing and was placed back into service. This was a malfunction of the power pca.